Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During a check-in procedure at the manufacturer's service center, the device would not power on. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's blower assembly was replaced to address the issues.